Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services discussed possible causes and provided programming options. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services discussed possible causes and provided programming options. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services discussed possible causes and provided programming options. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there has been an increase in right ventricular (rv) thresholds measuring 2.4v @ 0.4ms. Additionally, rv pacing lead impedances now have been gradually declining measuring 900 ohms. The patient is not dependent on therapy. Shock impedance measurements have been stable measuring in the 40 ohms range. It was noted there is no evidence of lead noise. Technical services recommended to continue to monitor and if the patient becomes more dependent it was recommended to consider a lead revision. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services discussed possible causes and provided programming options. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there has been an increase in right ventricular (rv) thresholds measuring 2.4v @ 0.4ms. Additionally, rv pacing lead impedances now have been gradually declining measuring 900 ohms. The patient is not dependent on therapy. Shock impedance measurements have been stable measuring in the 40 ohms range. It was noted there is no evidence of lead noise. Technical services recommended to continue to monitor and if the patient becomes more dependent it was recommended to consider a lead revision. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.